Event description:
Dr was operating table without left hand upper and lower shroud stops. Pt moved hand from armrest and lifted shroud with his left hand. When the dr operated the table the pt's finger was pinched in the table mechanism. Sutures were required to repair damage to finger.